Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while reportedly wearing the lifevest. The date of death is unknown. The patient was last wearing the lifevest on (B)(6) 2022.   The device was started up at 11:08:19 on (B)(6) 2022. From 19:32:59 to 19:36:02, an arrhythmia was detected four times. ECG shows af with rvr from 160-220 bpm with nsvt, varying heart rate, CPR/motion artifact, and electrode lead fall off. The rhythm then degrades to vt @ 290 bpm degrading to vf with CPR/motion artifact and electrode lead fall off. Per holter monitor vf was seen from approximately 19:36:17 to 19:40:12. However, CPR/motion artifact and electrode lead fall off prevented the lifevest from treating the patient during these two times. At 19:43:47, the patient received a non-lifevest defibrillation: rhythm at time of treatment was motion artifact and electrode lead fall off. Post shock rhythm was CPR/motion artifact and electrode lead fall off. The electrode belt was disconnected at 19:48:12 on (B)(6) 2022. Per holter monitor the patient was in af with rvr @ 220 bpm with CPR/motion artifact and electrode lead fall off. The rhythm then degrades to vt @ 290 bpm degrading to vf with CPR/motion artifact and electrode lead fall off.